Event description:
A report of infection at the pocket site was received. The decision was made to explant the battery. The patient's leads were left in place and the patient is currently connected with a trial stimulator until the infection clears. The patient was administered IV antibiotics during and after the procedure.

Manufacturer narrative:
The explanted device will not be evaluated, as it was discarded by the medical facility.